Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure got aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to move. A review of the system logfile found that unable to communicate with geo ipc. Upon troubleshooting actions, fse identified that the geo ipc was not starting. The cause of the geo ipc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo ipc and installed software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.